Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data was provided for evaluation. The reported issue was undetermined via data. The probable cause could not be determined. No injury or medical intervention was reported.